Event description:
Note: event and procedure dates are unknown. It was reported to boston scientific corporation in 2008 that a jagwire guidewire was used during a procedure within the common bile duct (patient age, gender and weight unknown). According to the complainant, during the procedure, the physician felt resistance when inserting the jagwire into the ercp cannula. The distal coating peeled off of the device and remained inside the common bile duct. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was not reported.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. However, the probable root cause has been attributed to anatomical/procedural factors encountered during the procedure.